Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device did not deliver. The device was returned to maintenance service with a report of, "pump reverts to clear all settings in the middle of infusion when no buttons are pushed." No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. There were no reports of nay adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.